Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) batch: 9036318

Event description:
It was reported that patient is experiencing lower back pain radiating in right hand and leg and cannot walk due to the leg pain. As a result, patient has low levels of stimulation and is being monitored to address the issue. It is unknown which lead is a fault.

Event description:
Additional information indicates that patients leg weakness has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.